Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The empty alarm occurred on (B)(6) 2015. The patient did not have withdrawal symptoms but did have a little spasms in his legs. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l52357, implanted: (B)(6) 1998, product type: catheter; product ID 8709, serial# unknown, product type: catheter. (B)(4).